Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan (lfs) product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips were found to have excessive scoring of the palladium on the electrodes. In addition, complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. On (B)(6) 2018, the lay user/reporter contacted lfs (B)(4), alleging that their onetouch verio vue meter would not turn on. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.